Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuropathy peripheral ('neuropathy') and abdominal mass ('removal of abdominal mass') in an adult female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervical dysplasia and endometriosis. Concomitant products included alprazolam (xanax), cyclobenzaprine and lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), abdominal mass (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("multiple urinary tract infections"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), rosacea ("rosacea"), alopecia ("hair loss"), arthralgia ("joints pain/ , wrist , knees, elbow , ankle pain, finger pain, hip pain"), myalgia ("muscles pain"), abdominal pain lower ("cramping"), hypoaesthesia ("numbness, her thumb, pointer and middle finger all went numb."), asthenia ("low energy levels"), musculoskeletal pain ("shoulder pain") and pain ("she was having pain shooting down her arm and her index and middle finger were completely numb.") And was found to have smear cervix abnormal ("irregular pap"), precancerous cells present ("pre-cancerous cells"), weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (removal and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, asthenia and hormone level abnormal was resolving and the neuropathy peripheral, abdominal mass, fibromyalgia, bladder disorder, dysmenorrhoea, fatigue, urinary tract infection, migraine, headache, anxiety, rosacea, smear cervix abnormal, precancerous cells present, alopecia, arthralgia, myalgia, hypoaesthesia, musculoskeletal pain and pain outcome was unknown. The reporter considered abdominal mass, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, myalgia, neuropathy peripheral, pain, pelvic pain, precancerous cells present, rosacea, smear cervix abnormal, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, pelvic pain, left lower quadrant pain, menorrhagia, fatigue,rosacea, joint pain, abnormal pap, back pain, concerning the injuries reported in this case, the following one/ones were reported via social media: numbness, she was having pain shooting down her arm and her index and middle finger were completely numb, hormonal imblance quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received events "she was having pain shooting down her arm and her index and middle finger were completely numb, hormonal imbalance" were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), neuropathy peripheral ("neuropathy") and abdominal mass ("removal of abdominal mass") in an adult female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervical dysplasia and endometriosis. Concomitant products included alprazolam (xanax), cyclobenzaprine and lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), abdominal mass (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("multiple urinary tract infections"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), rosacea ("rosacea"), smear cervix abnormal ("irregular pap"), precancerous cells present ("pre-cancerous cells"), weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("joints pain"), myalgia ("muscles pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving and the neuropathy peripheral, abdominal mass, fibromyalgia, bladder disorder, dysmenorrhoea, urinary tract infection, migraine, headache, anxiety, rosacea, smear cervix abnormal, precancerous cells present, alopecia, arthralgia and myalgia outcome was unknown. The reporter considered abdominal mass, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, myalgia, neuropathy peripheral, pelvic pain, precancerous cells present, rosacea, smear cervix abnormal, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, pelvic pain, left lower quadrant pain, menorrhagia, fatigue,rosacea, joint pain, abnormal pap, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet. New reporters and reporter information added. Plaintiff demography added. Product lot number received. Implanted date and product indication updated. All relevant medical history condition, concurrent condition, concomitant medication, and events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, multiple urinary tract infections, migraines / headaches, neuropathy, anxiety, rosacea, irregular pap, pre-cancerous cells, removal of abdominal mass, weight gain, fatigue ,hair loss, hip pain, muscles pain, cramping were added. Event autoimmune disorder updated to fibromyalgia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuropathy peripheral ('neuropathy') and abdominal mass ('removal of abdominal mass') in an adult female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervical dysplasia and endometriosis. Concomitant products included alprazolam (xanax), cyclobenzaprine and lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), abdominal mass (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("multiple urinary tract infections"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), rosacea ("rosacea"), alopecia ("hair loss"), arthralgia ("joints pain/ , wrist , knees, elbow , ankle pain"), myalgia ("muscles pain"), abdominal pain lower ("cramping"), hypoaesthesia ("numbness"), asthenia ("low energy levels") and musculoskeletal pain ("shoulder pain") and was found to have smear cervix abnormal ("irregular pap"), precancerous cells present ("pre-cancerous cells") and weight increased ("weight gain"). The patient was treated with surgery (removal and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower and asthenia was resolving and the neuropathy peripheral, abdominal mass, fibromyalgia, bladder disorder, dysmenorrhoea, fatigue, urinary tract infection, migraine, headache, anxiety, rosacea, smear cervix abnormal, precancerous cells present, alopecia, arthralgia, myalgia, hypoaesthesia and musculoskeletal pain outcome was unknown. The reporter considered abdominal mass, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, musculoskeletal pain, myalgia, neuropathy peripheral, pelvic pain, precancerous cells present, rosacea, smear cervix abnormal, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, pelvic pain, left lower quadrant pain, menorrhagia, fatigue, rosacea, joint pain, abnormal pap, back pain, concerning the injuries reported in this case, the following one/ones were reported via social media: numbness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media and pfs received. Event verbatim were updated: joints pain/ , wrist , knees pain .new event : numbness, shoulder, low energy,were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), neuropathy peripheral ("neuropathy") and abdominal mass ("removal of abdominal mass") in an adult female patient who had essure (batch no. 627750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervical dysplasia and endometriosis. Concomitant products included alprazolam (xanax), cyclobenzaprine and lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), abdominal mass (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("multiple urinary tract infections"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), rosacea ("rosacea"), smear cervix abnormal ("irregular pap"), precancerous cells present ("pre-cancerous cells"), weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("joints pain"), myalgia ("muscles pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving and the neuropathy peripheral, abdominal mass, fibromyalgia, bladder disorder, dysmenorrhoea, urinary tract infection, migraine, headache, anxiety, rosacea, smear cervix abnormal, precancerous cells present, alopecia, arthralgia and myalgia outcome was unknown. The reporter considered abdominal mass, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, myalgia, neuropathy peripheral, pelvic pain, precancerous cells present, rosacea, smear cervix abnormal, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, pelvic pain, left lower quadrant pain, menorrhagia, fatigue,rosacea, joint pain, abnormal pap, back pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.